Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue with the battery compartment. Reportedly, there was no damage to the battery cap and there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing issue was verified. A battery compartment crack was observed along the side of the compartment. Moisture intrusion was evident inside the battery compartment. A leak test showed a leak where the crack was located. Using the returned battery cap, the pump powered up to the verify screen with auditory and vibratory features. Unrelated to the complaint, the display screen was blank. Due to the blank screen, the remaining testing could not be completed. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.